Event description:
An allegation from an attorney indicated the patient died approximately three months after device system implant and further alleges "the immediate cause of death was acute myocardial infarction, which the crt and defibrillation lead were designed and manufactured to prevent".

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The device is part of the advisory for this model.